Event description:
At chest x-ray it was found that the infusaport tip had broken off. (This device was inserted 3/17/98). On 7/9/98 the distal tip of the port was removed from the vena cava transluminally. On 7/16/98 the remainder of the infusaport was removed.